Manufacturer narrative:
The stent remains in the pt. The lot number was provided. The lot history record was reviewed and there were no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms: after the procedure. It was reported that 4 days post an uneventful left internal carotid artery angioplasty stenting procedure, the pt was found in her bed by her son unresponsive and bleeding from the mouth and nose. Paramedics were called to the home. The pt was stabilized, intubated and brought to the hospital. A CT scan of the brain revealed a large acute parenchymal hemorrhage. Two days later life support was removed and the pt expired. Although requested, there is no additional info available.